Event description:
During the arvc vt procedure, the right ventricle geometry was created by ultrasound and right ventricle voltage map was created by the navistar sf catheter. Then some ablation at late (lateral) basal was conducted because low voltage area was confirmed. Puncture was conducted from the chest because the physician considered an approach from epi side would be needed. The vicinity of rv seemed to be stung several times in puncture and the blood pressure dropped temporarily but it was soon recovered. Echocardiogram confirmed no problem was found. Mapping of epi side was started and voltage map of whole epi was created. Ablation was conducted to the low voltage area and delayed potentials were confirmed at rv late basel of epi side as well as endo. But the waveforms of the electrical potentials did not show variations even though ablation was delivered. The physician turned the output power up gradually. After several times of ablation, steam pop occurred. But there was no problem with an echocardiogram and the blood pressure. So mapping was continued. After a few minutes, effusion on the echocardiogram and rapid fall in blood pressure were observed. Drainage was conducted from epi approach immediately. But effusion could not be stopped, and the situation could not be improved. Eventually thoracotomy with blood transfusion was conducted to stop bleeding. The generator setting of ablation was started at 35w. Twelve seconds after ablation started, it was increased to 40w. After 23 seconds it was increased again to 45w and after 37 seconds steam pop occurred. The flow amount was 15ml. Additional information provided was stating the power was increased by the physician because the waveforms of the electrical potentials did not show variations though ablation was delivered.

Manufacturer narrative:
Additional information provided was stating after the procedure, the patient's condition became worse and the patient died on (B)(6) 2013. The physician stated after the procedure on (B)(6) 2013, percutaneous cardiopulmonary support device (pcps) was used and intra-aortic balloon pumping was performed for the patient. In addition the treatment for cardiac tamponade was proper, but the family of the patient did not want another treatment. The patient had ICD implanted. When the ICD was implanted in the patient (no information on when ICD was implanted) the family also did not want additional treatment. The physician did not state there were anomalies on the catheter and continued to use bw products. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Ref: (B)(4).